Manufacturer narrative:
No technical services were requested or performed on the system due to the reported event. There were no reported system messages or other system issues that would clearly indicate that the system contributed to the reported event. Based on quality assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported a patient with a leaking secondary incision at the end of a laser assisted cataract procedure requiring the use of a suture to seal the wound. The patient was reported as healing well post operatively.